Event description:
It was reported that the tip of the bur broke off during a cochlear implant. There were no fragments that came off of the tip, retrieval was not difficult. There was no reported patient impact. The device was discarded after the incident.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.